Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the power fail alarm test failed. The customer also reported that the ventilator does not turn on when the battery is connected even after plugging the unit into alternate current (ac) power. There was no patient involvement. Technical support troubleshot with the customer and advised to replace the power management printed circuit board assembly (pm pcba). Technical support troubleshot with the customer and advised to replace the power management printed circuit board assembly (pm pcba).